Manufacturer narrative:
On (B) (6) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the pacemaker involved in this MDR report was implanted on (B) (6) 2010, for a complete heart block. The screwdriver was confirmed to be clicked when connecting the leads into their corresponding ports on the device. A follow up check was carried out to the pacemaker on (B) (6) 2010. Before the check up, the physician shared an info that the device had experienced pacing failure on (B) (6) 2010, with no capture events since then. The pacemaker was checked, and it revealed that the ventricular lead impedance was over 3000ohm both in the bipolar and the unipolar mode, and no pacing/sensing was possible. A reoperation was carried out on (B) (6), to check the connection between the lead and the device: the lead's pin was confirmed to be coming out from the other side of the connector block, and the lead was pulled slightly to confirm that the lead was fixed within the connector port. The screwdriver was also made sure to be screwed in and fixed. The lead was taken out from the port and its main body and the connector pin were visually confirmed to be damage free. The lead was measured with a psa and the measurements which were obtained revealed to be normal (lead impedance: 585 ohm, pacing threshold: 0.4v/0.35ms, sensing threshold: 6.0mv). Once the lead was reinserted into its corresponding pacemaker port, the pacing was confirmed and the lead impedance measured on the programmer was 468 ohm. A new pacemaker (sorin reply) was implanted instead, and the reoperation was completed without any further anomaly. The pacemaker involved in this MDR report was returned for analysis.